Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The microswitch was cleaned and adjusted. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the bag/vent switch was sticking. There was no report of patient involvement.